Event description:
The following has been reported: client complaints agilia vp mc shut down automatically reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No issue could be found during device history record review. Device log history was not provided therefore no review could be performed. "The reported device was not returned to brézins for investigation. According to provided information, the pump did not work for a maximum of 10 minutes without the nurse hearing an alarm. The patient was sleeping at that time. However, despite several requests for the device return and attempts to collect additional information, we did not receive anything that would allow us to go further with this investigation. If further information are provided later on we may re-open the complaint and pursue its investigation. Based on available information no corrective action could be associated to this event. Based on available information, this complaint is considered as not confirmed. To our knowledge this complaint is not being related to patient safety. This complaint was added in our trend for statistical follow up." . This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action. This complaints has been reported as MDR to FDA.